Event description:
It was reported that the device illuminated the service wrench. There was no pt use associated with the event. Physio-control evaluated the device and observed a critical failure, the device was unable to provide defibrillation therapy.

Manufacturer narrative:
(B)(4). Physio-control determined the cause of the failure to be an electrically open high energy storage capacitor. The failure resulted in a service wrench and the device inability to deliver defibrillation therapy. A replacement device was provided to the customer.